Event description:
Customer called to report that after wearing a pod for several hours, her bg was reading 383. She had not eaten and the pod had made a crackling sound when she was filling it at the time of activation. The user had taken a manual injection to get her bg to start lowering. She then activated a new pod from the same box. No further problems reported.

Manufacturer narrative:
The product has not been returned so no evaluation is possible. The customer stated that she heard a noise and felt resistance during the fill process, which indicates a probable problem with a retainer that allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized. Reportability status recently changed. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendation, the user would become aware of high bg levels and could user another device or backup therapy if required.